Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight not available for reporting. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records review was conducted. The report indicates that the: part number: 314.020, lot number: 9782678, manufacturing location: (B)(4), release to warehouse date: 25 january 2016, no ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the screw driver head has worn off when removed the screws. No patient consequence. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: a product investigation was performed for the subject device: the device was received intact with the hexagonal tip rounded and worn. Because of the damage the complaint relevant dimensions cannot be verified anymore. The DHR review shows that the devices met the specifications at the time of manufacturing and distributing. Lot 9782678 was manufactured in january 2016, 48 parts according to our specifications. All devices were sold meanwhile and we are not aware of any quality issues associated with this article- and lot number. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. While the root cause could not be definitively determined, it was determined that the most probable root cause is application of excessive force. End of life definition per important information leaflet, limits on reprocessing: end of life of a device is normally determined by wear and damage due to use. Evidence of damage and wear on a device may include but is not limited to corrosion (i.e. Rust, pitting), discoloration, excessive scratches, flaking, wear and cracks. Improperly functioning devices, devices with unrecognizable markings, missing or removed (buffed off) part numbers, damaged and excessively worn devices should not be used. No manufacturing related issue was identified and/or confirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is appropriate. H10 corrected data: b3: 1/1/2018 was inadvertently reported as event date. Event date is unknown. D4: UDI g3: source study changed to foreign device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.